Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patient lead had impedances and noted that patient was not able to get enough pain relief. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return due to hospital policy.